Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump communicated properly with the test mini link. No unexpected meter bg now or unexpected weak sensor alarm was noted. The pump was tested with a liquid filled reservoir and no air bubbles anomaly was noted. The pump had a stained end cap sticker, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings, weak signal alarm and damage from the insulin pump. The customer's blood glucose ranged from 3 mg/dl to 400+ mg/dl. The customer mentioned that she changed out her basal rates since they were not working so well. The customer stated that her blood glucose went down to 40+ mg/dl and it went into threshold suspend. The customer had symptoms such as sleep apnea and sweating. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer mentioned that the bottom edge of the pump is damaged. The customer will return the pump for analysis.